Event description:
It was reported that the subject pump had lost power (no visual, no audible or no backlight response) on two separate occasions. The pt claimed on both occasions, the pump powered back on after the battery cap was removed and put back on. On the morning of (B)(6) 2011, the pt mentioned she obtained blood glucose of 250 mg/dl with no symptoms. After the pump gained power, the pt reporting taking a correction bolus and confirmed that her blood glucose came down. The incident is not indicative of a serious diabetic injury. During troubleshooting, the pt reported that the alleged power issue occurred with two new batteries, confirmed the battery cap is secure, the battery cap was replaced 3 or 4 months ago, there was no visible battery cap damage, the pump was not exposed to moisture, the pt reported that the pump was dropped 2 months ago; however, there was no visible pump damage. The pt denied receiving low or replace battery alarms.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.